Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation was ruptured. Concomitant medical products: w1tr03 crtp implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure the existing right atrial (ra) and left ventricular (lv) leads had to also be explanted and replaced due to adhesion between the leads. No patient complications have been reported as a result of this event. The right ventricular (rv) lead that was electively explanted and replaced was returned and analyzed. The rv lead tested out of specification for the outer insulation being ruptured.